Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported an alarm issue with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and required treatment of juice, sugar and food by third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor tail, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. Sensor was de-cased and linearity test was performed using libre 3 fr4 pcba (printed circuit board assembly) test fixture while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was not observed. A visual inspection was performed on the returned puck and did not observe any evidence of misuse or abnormalities. Attempt to extract data from returned puck and observed sensor state returned to sensor state 6 (indicating early termination). Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Signal loss messages or alarms did not observed during testing, indicating the puck was fully functional. No product malfunctions were observed during investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported an alarm issue with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and required treatment of juice, sugar and food by third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.